Event description:
It was reported the customer had a crack on their insulin pump's casing. The customer did not drop or bump their insulin pump. Customer also stated there was a crack on the battery compartment. Customer's drive support cap was not damaged. Customer's blood glucose was 156 mg/dl. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Stained keypad overlay noted.